Event description:
New information states that the patient presented feeling excessively fatigue. During procedure to replace the pulse generator the physician noted an atrial lead fracture. The lead was explanted and replaced.

Event description:
It was reported that the atrial lead exhibited low impedance and high thresholds. The patient would be monitored. No intervention was performed; the lead was working fine and remained implanted. The lead would be checked monthly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.